Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was stuck to the stylet. No patient complications were reported.